Event description:
It was reported that when using the bd pyxis¿ es refrigerator pocket was failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator pocket was failed and unable to recover. A field service engineer (fse) identified that cubie pocket 3.1 on the helmer refrigerator had failed. The helmer unit and pyxis were rebooted, after which the pocket successfully recovered. The pocket was tested multiple times, and no issues were found. The system functioned as intended after the field service engineer repaired the device.